Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
As part of the olympus 522 post market surveillance study, the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for roseomonas mucosa. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected from the distal end and channel on the scope and sent to an independent laboratory for testing. The test results provided the total recoverable aerobic bioburden as colony forming units (cfus) per sample. The distal end had tested positive for one (1) cfu of the roseomonas mucosa and the channel had tested positive for five (5) cfus which consisted of actinomyces species, staphylococcus warneri, staphylococcus capitis, bacillus species, and streptococcus species (low-concern organisms). No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide independent laboratory test results, the device evaluation, and the legal manufacturer¿s investigation. The device was sent to an independent laboratory for destructive culturing and sampling. Destructive sampling took place on july 12th, 2021. All sixteen (16) required scope sampling points were sampled. No organisms were recovered from the scope during destructive sampling. No damage to the scope was observed on any of the fourteen (14) inspection areas during destructive inspection. No cracks, scuffing, or chips were observed. A borescope inspection after destructive sampling identified a residue, black spots, and debris, in the instrument channel. No residue or debris was observed in any of the other thirteen (13) of fourteen (14) areas of inspection. The device was returned to an olympus for evaluation after destructive culturing and sampling. There was a crack in the plastic distal end cover insulation. The l-arm/forceps elevator was missing and there was a cut on the k-wire for the k-lever and forceps elevator. The l-arm/forceps elevator cover, and l-arm/forceps elevator were missing on the plastic distal end cover. The nozzle was missing. Half of the bending sheath cover was missing. The glue was missing at the plastic distal end cover side. The scope leak check, guide wire tension test and catheter test were unable to be performed due to a missing l-arm/forceps elevator. The legal manufacturer performed an investigation. Roseomonas mucosa is a non-gi human origin organism. There was a likely delay in the reprocessing of the scope. No sampling procedure review deviations were observed. No reprocessing deviations were observed. No organisms were recovered from the scope during destructive sampling. No damage was observed during destructive inspection. Site reprocessing staff was audited on july 13, 2021, along with a staff member. No reprocessing procedure deviations were observed. The instructions for use (IFU) recommends that the time from scope removal from patient and start of manual cleaning be no greater than one (1) hour. The time between end of procedure and time the scope was placed into the automated endoscope reprocessor (aer) was one (1) hour and forty (40) minutes. No data had been provided on time manual cleaning started. It was possible that the scope sat a little longer than was recommended by the manufacturer. In addition, at study onset in june, the reprocessing technicians at site three (3) were initially hesitant to ready the evis exera iii duodenovideoscopes for procedures. In early july, all site three (3) reprocessing staff members were retrained on how to clean the evis exera iii duodenovideoscope. Since that additional round of training, there has been no hesitation to use/clean the scopes. Environmental sampling and monitoring were performed as part of the post market clinical study (B)(6) . The provisional root cause was probably inadequate reprocessing, potentially insufficient reprocessing, potentially contamination during sampling (sampling media, sampler, laboratory).

Event description:
As part of the olympus 522 post market surveillance study, the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for roseomonas mucosa. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected from the distal end and channel on the scope and sent to an independent laboratory for testing. The test results provided the total recoverable aerobic bioburden as colony forming units (cfus) per sample. The distal end had tested positive for one (1) cfu and the channel had tested positive for five (5) cfu's. No patient harm reported.

Manufacturer narrative:
An olympus endoscopy support specialist (ess) visited the customer to perform an observation of the reprocessing techniques. The staff performed all reprocessing steps in accordance with the reprocessing procedure checklist for the tjf-q190v endoscope. The ess also performed a reprocessing in-service, which included all cleaning, disinfection, and sterilization information contained in the olympus manual for the tjf-q190v endoscope. The subject device referenced in this report was not returned to olympus as it was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.